Event description:
The customer reported that while patients were being monitored on the panorama central station with ambulatory telepacks, the central station shut down. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit but did not observe the reported problem. Prior to the visit, the customer reported that they had manually reset the cpu and cleared the error logs. Corrections included replacement of the system hard drive and data hard drive.